Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient reported that his dexcom shows high. The patient was on his way out to golf but passed out. His wife called emergency medical technicians (emts). When they arrived, they checked his bg and it was 37 mg/dl. The patient was provided peanut butter and orange juice. Afterwards, the patient was in stable condition and declined transportation to the hospital. The sensor was replaced the following day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.